Manufacturer narrative:
(B)(4). The analysis results found that only the sleeve of the device was returned for analysis. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the trocars are leaking from start. They have used both 5 mm and 12 mm instruments, but it does not make a difference. Another device was used to complete procedure. No patient consequence reported.

Manufacturer narrative:
(B)(4).